Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device remains implanted. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: use of the screw hole preparation instruments including the fixed or variable drill guides, all-in-one drill guides or punch awl with sleeves is required to place screws in the proper trajectory, help prevent damage to implants, difficulty locking the blocker, or locking mechanism malfunction. If self-drilling screws are used, use either the punch awl with a sleeve or a drill bit and drill guide to center and direct the pathway of the screw. Note: using the punch awl is strongly recommended when self-drilling screws are used, as it helps to provide an optimal screw trajectory. Do not cantilever the guide during removal from plate as it can damage locking mechanism. When screws are fully inserted within the allowed range of angulation, the spring bar can then expand over the screw head. The root cause of the reported event cannot be determined conclusively from the information provided and without device evaluation.

Event description:
A physician reported that an unknown aviator screw backed-out post-operatively. There is no revision surgery scheduled at this time. The patient will be monitored to see if revision will be performed.

Manufacturer narrative:
Remains implanted in the patient.

Event description:
A physician reported that an unknown aviator screw backed-out post-operatively. There is no revision surgery scheduled at this time. The patient will be monitored to see if revision will be performed.